Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the act button was acting up and had to press much harder to get it to work. The customer's blood glucose level was unknown at the time of the incident. The customer stated that it was very difficult to get battery cap on and off, due to threads stripped a bit. The device will not be returned for analysis.